Manufacturer narrative:
Devices' photo evaluation completed on april 08, 2025: investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 6746499 number, and no non-conformances were identified. Manufacturing date: aug/07/2013 expiration date: aug/31/2018 as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Per additional information received on april 8, 2025, patient underwent bilateral breast exchange as follow: r: sn: (B)(6), l: 9996051-014., and left capsuluarrphy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contractures, classified as unknown, symptomatic ruptures. H6 health effect - clinical code e2402: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with bilateral mentor memorygel 400cc silicone prostheses presents with bilateral capsular contractures, classified as grade ii on the left side, while the contracture grade on the right remains unspecified. The patient is experiencing symptomatic ruptures postoperative complaints bilaterally. MRI examination has confirmed the presence of the capsular contractures, and ruptures. Due to these complications, the patient is scheduled for bilateral removal of the prostheses on (B)(6) 2025. This report specifically addresses the condition and management of the right side.